Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report the hospitalization and subsequent death of the customer. Prior to her death, the customer experienced a diabetic coma. It was stated that she breathed in her saliva, and developed pneumonia. The caller stated that he woke up and heard her moaning. He checked her blood glucose, and the reading was 42 mg/dl. The husband gave her glucagon, but she remained in a coma, even after her blood glucose reading had gone up to 92 mg/dl. At that point, the husband called the paramedics, and the customer was taken to the hospital. The customer passed away in a rehabilitation center about two months later, and the customer had not been wearing the insulin pump during this time. The customer was found on the floor, unconscious by the nurse, and she called the paramedics. The husband declined to return the insulin pump for analysis at this time.